Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During visit to administer IV antibiotic via a 24hr easy pump the 30ml plastipak syringe that I was using to draw up the medication burst in my hand. The syringe shattered at the top whilst drawing back sending plastic flying and a piece of plastic hit my cheek. This happened on the 3rd draw of the medication using the same syringe. A colleague advised a similar incident had occurred with them at a different time.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the top of the syringe is broken off, verifying the reported incident. A device history review was performed for the reported lot 2409067, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples of the reported lot were used for additional evaluation. The product was visually inspected, all parts were correctly molded and no damage or other defects were observed in the syringe barrels. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were identified during manufacturing. While we cannot identify a direct issue, it is possible damage occurred to the device during the molding or assembly process. Given the device records do not indicate any issue, we cannot verify this, therefore a definitive root cause cannot be established as this time. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information